Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. A DHR review was conducted with no discrepancies noted. Multiple unsuccessful attempts were made to obtain the patient outcome. The covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
While using a 30k fsi-sli-10s insert, one of the inserts received with their new cavitron unit has not water coming out. It seems blocked and overheats. The event outcome is unknown as of this MDR evaluation.